Event description:
It was reported that the patient experienced a pre syncopal episode. The right ventricular lead exhibited loss of capture, loss of sensing and under sensing. The lead was capped and replaced.